Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reported blurry vision. This resolved two weeks following implant surgery on the second eye. Since then, the pt is again reporting blurry vision. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. Product history records could not be reviewed because the rptr did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l info was requested on 06/02/2008 and 06/18/2008 by mail, fax, and phone. A completed questionaire has not been rec'd. This report was mailed to FDA on: 06/26/2008.